Manufacturer narrative:
Correction h6 - the method code should be 4114 instead of 4117.

Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced. Therapy was estabished post operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a "replace generator soon" message. The patient currently has therapy and may undergo surgical intervention to resolve this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.